Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in his left eye (os) on (B)(6) 2008. The patient reported taking eye drops for high iop/glaucoma. The facility agreed with the patient's report and indicated the patient has both high pressure and glaucoma and felt the event was not related to the icl. The patient is taking lumigan. The icl remains implanted. The patient's bcva was 20/25 -2.

Manufacturer narrative:
(B)(4). Intraocular pressure rise (iopr). Glaucoma. Device remains implanted. Lens remains implanted. Evaluation method - lens work order search, medical review. Results - a lens work order search was performed and no similar complaints were found within the work order. Medical review - review of this file indicates that patient developed ocular hypertension post icl implantation which was controlled by medications. Vision remains to be 20/25. In the clinical trials for the (B)(4), elevated iop postoperatively >25mmhg during follow-up or an increase of >10mmhg over preoperative was noted in 5 cases (1.4%) through 3 years (only 1 persisted during last visit). Only 2 cases (0.4%) in the entire cohort were diagnosed with ocular hypertension and started on pressure lowering medications. Conclusions - no conclusion can be drawn: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).